Manufacturer narrative:
An employer reported false negative inteliswab test results on behalf of two of their employees but could not confirm the proper directions were followed to perform the tests. Both tests were from the same lot: covay-3061, which has no other reported complaints associated with it. A review of the batch production record and device history record did not reveal any deviations or nonconformance's that would have contributed to the false negative test results. Lot: covay-3061 had a batch size of (B)(4) devices. Without the usage details from the employees, oti is unable to determine the root cause of the false negative test results. No additional follow-up is to be expected with this complaint and the incident will be closed internally as unconfirmed.

Event description:
An employer called oti consumer support to report false negative inteliswab test results on behalf of two of their employees. The employer stated both employees tested negative using inteliswab tests but tested positive on pcr tests. The employer was unable to provide any sample collection or testing details as the employees performed the tests on their own time. The employer also did not provide any testing dates or any symptom details. The employer reported two false negative test results using two separate inteliswab devices from the same lot: covay-3061. Refer to MDR#: 3004142665-2024-00028 for the first false negative submission.